Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a bicuspid sie vers type 1 native valve which was adequately dilated with different dilators including a 24mm non-medtronic (true) balloon and an 18fr non-medtronic sheath size. It was noted that advancing the delivery catheter system (dcs) through the access site at the right common femoral artery (rcfa) was difficult. No calcium or tortuosity were observed via computed tomography. Afterthe first attempt to advance the dcs through the rcfa, the patient developed a hematoma. The dcs was advanced through the common femoral artery (cfa) successfully. The valve was deployed. Upon the first deployment attempt, an infold of the valve frame was noted. During the fluoroscopy check, a slight infold of the valve frame was noted on the 3rd node and possibly to the 4th, but not past that. The valve was recaptured. The valve and dcs were withdrawn from the patient successfully. A second valve and a new dcs were prepped and checked. A minor infold of the valve frame less than the 1st node was observed on the second valve. The dcs was inserted through the rcfa. However, difficulty to advance was noted. It was reported that, a change in guidewire or an external sheath was recommended, but the physician chose not to proceed with the recommendation. Subsequently, the dcs crossed the cfa and was placed in the ascending aorta. A deployment attempt was unsuccessful due to the valve moving ventricular. The valve was recaptured and repositioned successfully. During the second deployment attempt, the valve was placed and released to an optimal depth of 3mm successfully. A pressure gradient of 5mmhg was noted. Mild paravalvular leak was noted. The dcs was withdrawn from the patient successfully. A hematoma at access site was observed. Protamine was administered. The patient¿s blood pressure dropped significantly. Time was set to assess if the low blood pressure was due to protamine. The blood pressure did not improve. The rcfa was assessed via fluoroscopy and a complex dissection was observed. The patient was hemodynamically unstable. Cardiopulmonary resuscitation was performed. Covered stents were placed in the cfa. The patient was stabilized. Per the physician, pushing the first dcs through the access vessel and cfa caused the dissection and the second dcs made the dissection worse. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.